Event description:
The customer reported via phone call that they had a motor position encoder error alarm. The customer stated the insulin pump was not exposed to a high magnetic field. Customer's blood glucose was 18.2 mmol/l. The customer was advised to disconnect from the insulin pump and revert to a back-up plan while the insulin pump was being replaced. The insulin pump will be returned for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
No error alarm was noted in the alarm history file. However, several other alarms were noted in the alarm history file, and they were due to a corrupted history file. The pump passed the displacement, rewind, basic occlusion and prime tests. The pump was received stuck in the motor error loop during the bolus/basal delivery. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during our testing. The pump also had a cracked belt clip slot, a cracked reservoir tube, cracked battery tube threads, a cracked reservoir tube lip, and minor scratches on the lcd window.